Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 17539413

Event description:
It was reported that the patient underwent a lead explant procedure for an unknown reason. The explanted devices were not returned.